Event description:
Same case as MFR #: 2134265-2010-03485. It was reported that during a stenting procedure, a vessel perforation occurred. Access was gained through the right femoral artery. The lesion being treated was located in the moderate tortuous, calcified diagonal (dx). The lesion was predilated with a 2.0x12 apex balloon, inflated to 14 atm for 8 seconds. A .014 luge guide wire was inserted. A 2.25x12mm taxus liberte atom stent was implanted, inflated to 20 atm for 20 seconds. The guide wire was exchanged for a .014 pt graphix guide wire and a 3.0x24mm taxus liberte stent was implanted, inflated to 14 atm for 14 seconds. The guide catheter was exchanged for a 6fr fl 4.5st wiseguide and exchanged again for a 6fr fl 5.0 wiseguide. The pt graphix guide wire was repositioned in the circumflex (cx). Dilatation was performed with a 2.5x30mm apex balloon, inflated twice to 8-14 atm for 7-14 seconds. Hydralazine given due to elevated blood pressure. A 2.5x32mm taxus liberte stent was implanted in the dx, inflated to 12 atm for 12 seconds. The physician advanced the guide catheter, and with significant effort, pulled the stent delivery system into the guide. At which point the guide wire moved forward and perforated the distal dx. Nitro given for chest pain. Exchanged guide wire for a .014 luge guide wire. A 2.5x16mm taxus liberte stent was implanted, inflated to 16 atm for 11 seconds. The patient experienced tamponade and the pericardial sac was filled with fluid. The patient was sent to bypass surgery. Surgery was successful. Medications given included: heparin and angiomax.

Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).